Event description:
It was reported that the catheter was inserted into the left internal jugular vein in 2005. The insertion of the spring wire guide (swg) and dilator was uneventful. After dr introduced the catheter, he began to remove the swg. When the swg was approx. 5cm from the proximal lumen of catheter, it became stuck. Several attempts were made to manipulate the swg. Doctor rotated swg and then felt it was "moving to the beat of the heart". Pt was x-rayed and j-tip of swg was seen advancing into the "apex" of the right ventricle. Pt was transported to a different hospital where catheter and swg were removed via surgery. There were no associated pt complications. Sample is not being returned for evaluation.